Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened act buttons dome switch. No unlocked j2 or lcd keypad connector noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received button error alarm. The customer's blood glucose level was 300 mg/dl at the time of incident. The customer reported that they received time clock anomaly. Advised the insulin pump will need to be replaced and to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.